Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the unit displayed a 35volt failure message. Review of the ventilator diagnostic log confirmed a 35 volt failure occurrence which may result in a shut down of the device with alarm during operation. The service technician replaced the power management pcb board to address the reported problem. Applicable final testing was completed and passed to operating specifications.